Event description:
The patient underwent device replacement due to battery depletion and required pocket revision.

Manufacturer narrative:
H6- a follow up report will be sent when device analysis is complete.